Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited diagnostic issue and incorrectly labeled supraventricular tachycardia as ventricular tachycardia. No intervention was performed. The patient was stable and will continue to be monitored.